Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. After opening the housing of the instrument, the conductor wire was noted to be broken at the connector. The instrument failed the electrical continuity test. Site history review: as of 06/22/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. System log investigation: a review of the instrument log for the permanent cautery hook instrument (part #: 470183-14, lot #: n12200218-0122) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the second use of the instrument. The instrument was in use for 42 minutes and 34 seconds. The instrument was not used in subsequent procedure. This complaint is reportable due to the following: the monopolar cautery hook instrument is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the customer stated the cautery energy stopped functioning with the permanent cautery hook instrument. There was no indication that the instrument was not being used as intended. Failure analysis found the instrument had a broken conductor wire at the proximal connector with no evidence or user mishandling or misuse. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the customer stated the cautery energy stopped functioning with the permanent cautery hook instrument. The customer used a backup instrument. The procedure was completed with no injury to the patient.